Event description:
Patient presented to the physician with drainage and pain at the chest incision site. On examination, the physician noted redness around the area, and a stitch was identified and removed. Patient was admitted, and a suture granuloma was diagnosed. Physician prescribed antibiotics.